Event description:
Acucise endoureterotomy catheter kit ordered for md's procedure, however when the package was opened during the procedure, the guidewire had a defective stopcock. A separate guidewire had to be used for the completion of this procedure. This item was part of a kit supplied by applied medical, reference number b1005, lot number 1092430.

Event description:
Acucise endoureterotomy catheter kit ordered for md's procedure, however when the package was opened during the procedure, the guidewire had a defective stopcock. A separate guidewire had to be used for the completion of this procedure. This item was part of a kit supplied by applied medical, reference number b1005, lot number 1092430.